Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume annunciated a faint tone and was more difficult to hear despite volume settings being set to high. Customer's blood glucose was 326 mg/dl. The customer continued using the pump for insulin therapy.